Manufacturer narrative:
The customer reported the device was received back from repair but was still having connection issues. No issues were found by the baxter repair team. Once the customer received the device back, the issues started up again. It was additionally confirmed the unit is the only 380 at the site and all other units are 280s. Technical service advised that the 380 has a packet fragmentation feature and some networks prevent that from functioning properly. The 280's do not have that feature so they would not be affected at all. Technical services advised the best course of action would be to discuss this with the customers network it people to see if the network architecture does not allow packet fragmentation. Customer was advised to reach back if they need further assistance. The eli 380 is intended to be a high-performance, multichannel resting electrocardiograph. As a resting electrocardiograph, the eli 380 simultaneously acquires data from each lead. Once the data is acquired, it can be analyzed, reviewed, stored, printed or transmitted. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. Although there was no malfunction found with the device and a root cause of the reported event was not confirmed, if the wireless connection were to drop during patient monitoring, it could lead to serious injury or death.

Event description:
Customer reported intermittent wifi issues where the device would seemingly connect and then drop connection. There was no adverse event reported.